Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. The log indicated that the pads used were expired at the time of the event. It is likely that the pads were a contributor, however this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.